Event description:
A dreamstation go auto device was returned to a third-party service center alleged to have no power. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam degradation/particles was found. The device was scrapped by the service center after the evaluation was completed.